Event description:
The first PICC was leaking near the oval shaped junction. It was leaking the liquid drug. No pt injury or surgical intervention.

Manufacturer narrative:
Results of investigation will be filed in a supplemental report.